Manufacturer narrative:
The equipment did not turn on due to environmental causes, specifically dust accumulation in the host computer. The maintenance team cleaned the fans and hard drive, reconnected the hard drive, and the equipment was restored to working order. Image acquisition tests were successful. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the equipment doesn't turn on. The clinical use of the system was in use. There was no harm reported to philips.